Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Department of orthopaedics and traumatology, (B)(6) (2008) published "minimally invasive repair of ruptured achilles tendon": - objective - to study the clinical outcomes of minimally invasive repair of ruptured achilles tendon. - design - retrospective study. - setting - orthopaedics and traumatology department of a public hospital - patients - fifteen (15) consecutive patients admitted to the hospital from august 2002 to april 2005 with closed achilles tendon rupture, had it repaired by a minimally invasive method. Parameters including patient epidemiology, nature of injuries, and isometric force measurement of ankle plantar flexion were recorded to justify the effectiveness of the achilles tendon repair. - events - one (1) stitch abscess - patient with a history of diabetes mellitus developed a stitch abscess 3 weeks after the operation. The wound healed with conservative treatment, following the use of oral antibiotics and wound dressing. One (1) patient with skin tethering to the underlying tissue -patient endured skin tethering to the underlying tissue (over the surgical wound), which resolved after subcutaneous release under local anesthesia. - results - isometric peak force measurement of ankle plantar flexion 1 year after injury showed an average regain of 95% of the calf muscle strength, compared to the normal side. All wounds healed well, without major complications such as deep infection, sural nerve injury, or re-rupture of the achilles tendon. All patients were able to resume their pre-injury activity level and previous occupation. - conclusion this minimally invasive surgical technique using the achillon suture guide produces encouraging results in the operative management of ruptured achilles tendon.

Manufacturer narrative:
The complaint device was not returned for evaluation. As no DHR review and failure analysis was performed, root cause could not be determined. Concerning stitch abscess, patient¿s condition (history of diabetes mellitus) might be reason of complication.